Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the nozzle and air water tube had foreign objects there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to retract initial report. Updated fields: h2, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. This report was sent in error aw-tube has foreign objects, and nozzle has foreign objects would not cause or contribute to a death or a serious injury if it were to recur as the device was confirmed to not be reprocessed prior to sending in for repair.